Manufacturer narrative:
To date, the device has not been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an image flickering (there is an image). No patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found it is likely that the image flickered due to a communication failure caused by a damaged cable. The cause is linked to the device but is unable to trace more specifically. Based on the results of the investigation, it is likely that a stress problem led to the malfunction. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had an image flickering (there is an image). No patient involvement.